Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The probable cause for the fiber break is due to damage during the return of the device. No physical damage was noted at the time of the event. The device was shipped multiple times and reprocessed without the protective tubing and thus it is likely that the tip broke at some point during the return or re-packaging process. The issue of fiber recognition was not confirmed via testing of the laser fiber although the customer location has not had further issues relating to this issue. The issue of fiber recognition has not been repeated at the customer location and the root cause of the issue is likely an intermittent rfid failure or the fiber not sitting correctly in the plug spot. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device for this complaint was received at the facility in a sealed, post-market pouch. The device connector had the connector cap over the plug-in, and there are no visible defects on the connector or near the strain relief of the fiber. The length of the fiber body does not have visual or physical defects along the fiber shaft. The fiber distal tip was missing and appears to have broken off. The investigation is ongoing and a follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the micron single use fiber would not be recognized by the laser generator. The customer changed out the fiber device and then was able to do the procedure. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the fiber distal tip was missing and had broken off. This report is to capture the reportable malfunction of the missing and broken-off fiber distal tip noted at estimation.